Manufacturer narrative:
Investigation is ongoing. (B)(4).

Event description:
During advancement of a 29mm commander delivery system through a 16f esheath resistance was encountered. Resistance was felt at three levels ¿ at the internal/external iliac bifurcation, at the right common iliac ostium, and in the tortuous, aneurysmal, infrarenal aorta. The delivery system was able to be completely inserted, however, ¿a little perforation of the aorta was noted.¿ the valve was delivered without incident. The patient's pressures dropped and extravasation was noted. A decision was made to upsize to a 20fr sheath and covered stents were placed to seal the bleeding in the aorta. After successful repair, due to the upsize of the sheath, a dissection in the femoral artery and no flow which led to a multi hour peripheral procedure. There were no abnormalities noted with the sheath, the sheath looked ¿normal¿ when removed. The devices were discarded. Per report, the perforation of the aorta was likely associated with the complex infrarenal aorta anatomy (sequential stenosis, aneurysms, inability to track the commander in a coaxial manner). Of last communication, the patient was doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per implant patient registry, the patient expired 26 days post implantation. The patient went to hospice 23 days post procedure. An attempt was made to schedule a 1 month follow up echo and was refused by a family member. The esheath introducer was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio was provided and reviewed. The report shows the patient¿s access vessel characteristics. The minimum luminal diameter (mld) was below 6.0mm present n some of the regions of the access vessel. A sharp bend was observed at the region with mld of 4.8mm. During manufacturing, the sheath shaft components are 100% visually inspected. During the manufacturing process, the esheath final assemblies are 100% visually inspected by both manufacturing and quality. In addition, product verification (pv) testing is performed. During pv testing, the samples then undergo an expander insertion force test. Prior to the test, the samples were inspected for seam separation and holes in strain relief. The lot passed the testing criteria. Following this test, the sheaths were again inspected for damage caused during expansion, including liner tears and fragments that have detached from the tip. All samples passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The device history record (DHR) was reviewed and did not reveal any issues that could have contributed to the reported event. A lot history review was not performed. There was no evidence of an actual or potential product non-conformance identified. The complaint for was unable to be confirmed and the occurrence rate did not exceed the april 2019 control limit for applicable trend category. The IFU for esheath us, the IFU for edwards s3 commander kit, us, device preparation training manual and procedural training manual were reviewed for guidance involving esheath and delivery system usage. The commander delivery system provides a precaution for the access vessel: access characteristics that would preclude safe placement of 14f or 16f edwards esheath introducer set, such as severe obstructive calcification or severe tortuosity. The procedural training manual provide instruction for delivery system through sheath. Factors that can assist with delivery system insertion are as follows: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ?2 cm. In expectation of high friction, use short movements, insert loader completely into sheath, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation, advance thv through loader and sheath using short movements and retract loader and peel away if more working length is needed. The manual cautions that the thv should not be advanced through the sheath if the sheath tip is not past the bifurcation. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The device and procedural cine were not provided for evaluation, the complaint for was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the sheath has proper inspections in place to detect issues related to the reported event. Training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as noted in the complaint and corroborated by the 3mensio report, ¿it was very challenging for the operator to advance due to the presence of calcium, as well as tortuosity in the aneurysmal, infrarenal aorta.¿ these two factors most likely contributed to the complaint event. The calcification can interact with the sheath shaft and prevent it from fully expanding during delivery system insertion. Vessel tortuosity could result in sub-optimal angles of insertion during advancement of the delivery system, thus resulting in higher push forces. As noted by the site, the devices were inserted in a manner that was ¿not in the standard coaxial, superior configuration¿. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, available information suggests patient and/or procedural factors most likely contributed to the complaint event. However, without the device returned for evaluation, root cause was unable to be determined conclusively. No labeling or IFU/training inadequacies were identified. The occurrence rate for the relevant trend category did not exceed the monthly trigger for action. No corrective or preventative action is required.